Manufacturer narrative:
Upon evaluation of returned device on 6/27/2017 it was noted that the "demand check body oxygen" was separated from the manifold and retaining ring was loose. Device was reassembled and retested and found to be operating to manufacturer's specification. No other defects were noted and we have no similar complaints for this failure. Technical service report documented the following: repair evaluation: no damage was present on either the body or the retaining ring. Retaining ring groove on the body was measured by quality control and found to be in spec (results in complaint file). Engineering statements: check valve exists inside of rough in (back-body) which would activate when latch assembly was removed, zone valve shut off was not necessary (reference medical gas outlet installation and maintenance manual 255084 page 11 "servicing cautions: the "latch-valve mechanism" can be removed without interrupting service to other outlets on the same pipeline for all gases other than vacuum, however when servicing the "back-body assembly" the supply pressure must be shut off to the entire zone." The ability to leave zone pipeline open is due to the check valve present in back-body assembly). The current conclusion from the device evaluation and the original complaint information provided is that the demand check body was forcibly removed by the janitor after use causing it to fail. Since the design of the device would have the check valve activate the latch assembly, ohio medical is continuing to investigate the claim that the zone was affected to better understand the user's comments. We will continue to assess any risk introduced by operator misuse due to zone valve being turned off in error and provide additional follow up within 30 days. (B)(4).

Event description:
This is a follow up (additional information) submission to report 9617620-2017-00001 submitted on 8/17/2017.

Manufacturer narrative:
Sn (B)(4), ifm 0-15 lpm sn (B)(4) was serviced and returned to user. Upon installation same failure recurred. Oxygen zone was again turned off due to leak at port. User communicated to ohio medical that health care professionals (nurses) follow protocol and turn off oyxgen to affected zone and no patients were impacted as it is standard hospital practice to maintain oxygen tanks in each room where oxygen is required, therefore, at any occurance of turning off the oxygen zone to other occupied patient rooms, those patients would not go without oxygen as required. In this case, the user communicated to the manufacturer that the integrated flowmeter was configured at the hospital with a second device which creates an extension to the aux port and allows an ambu-bag to hang, and discontinue flow while not in use. This creates additional weight at the port, but user did not believe that it would cause port to detach. It was stated that this configuration has been in use for over 5 years at this hospital with no failure of this nature noted. (B)(4) received device back and a cross functional team of service, engineering, and quality determined the following: under magnification the retaining ring, aux body and flowmeter body showed no sign of damage. The device was taken fully apart and reassembled with same components and we attempted to replicate the failure. A leak could be heard and it seemed to be coming from the "eliminator" device. Four technicians put extreme tension on tubing, as described in original complaint, and they we were not able to detach the aux body duplicating the failure. At this time, this is the only occurence of this nature that has been reported to ohio medical, and represents .014% of sales over the past 3 years. As we could not duplicate the failure under replicated "intended use" conditions, and no other integrated flowmeters in the field or in production have experienced this failure mode we continue to monitor to ensure our devices operate within specifications.

Event description:
This is the second follow up (additional information) submission to report 9617620-2017-00001 submitted on 8/21/2017.

Manufacturer narrative:
Device has been evaluated, follow up report will be submitted with results of evaluation and further investigation within 30 days.

Event description:
Complaint was received stating the following: we had a failure of one of the integrated oxygen outlets in our new cancer hospital today. We had another flowmeter servicing an ambu bag on the auxiliary diss outlet. Somehow while the janitor was removing the o2 tubing from flowmeter the auxiliary outlet became separated from the integrated flowmeter body. When this occurred, oxygen at 50 psi was discharging into the room causing great alarm to all those nearby. The oxygen zone valve to that side of the floor was shut off and the integrated flowmeter was removed. The oxygen to the floor was turned back on and the project manager is ordering some spare / replacement integrated flowmeters. The retention ring that holds the auxiliary outlet in place, must have not been installed properly or experienced some type of failure.